Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient came back from the doctor´s office and was feeling funny and drank a juice. The cgm reading was high (no exact value) at that moment. The patient then experienced sweating, shaking, felt confused, disorientation, and was unable to form complete sentences. A fingerstick was taken which showed an unknown low value. An ambulance was called by the patient´s wife, who was unable to assist with raising the blood glucose level due to panicking. When a fingerstick was taken by the paramedics the blood glucose reading showed an unknown low value. The patient was treated with intravenous fluids and was brought to the hospital. No further treatment was reported. The patient was discharged after 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.